Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient being unconscious was not related to the device. This was due to the patient¿s history of trauma. It was stated the leaking occurred at the main system stopcock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was leaking at one of the stopcocks. It was stated that it was unknown if there were any patient symptoms or complications associated with the event. The patient¿s medical history included trauma. The patient outcome was listed as alive ¿ with injury; they were currently in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicated that the device was replaced due to the leaking.